Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 150 mg/dl and would correct with insulin injections. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of the past occlusions. However, a system check was performed with the current supplies on the pump and were found to be functioning as expected.